Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed adequate insulin in cartridge, removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully loaded cartridge and resumed insulin delivery.